Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) dislodged during tether mode. While attempting to change the lp, the lp failed to separate from the delivery catheter. A different lp was used to complete the procedure. There were no patient consequences.